Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture of implant with presence of siliconomas" and "capsular contracture baker grade IV". This record is for the left side. Device was explanted.